Manufacturer narrative:
The lens is not available to be returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Meridian iol was discontinued and is no longer manufactured by b+l.

Event description:
It was reported that approximately four years post-implant, the meridian intraocular lens may need to be explanted due to lens opacification. The patient's preoperative manifest refraction was -0.75 + 2.50x013 and best corrected visual acuity was 20/50. The patient's current manifest refraction is -0.75 + 0.50sx180 and best corrected distance visual acuity is 20/200. Doctor is still undecided on treatment plan because lens replacement may be of little help due to patient's diabetic maculopathy.